Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) wasn¿t functioning. Customer reported unable to pressure trigger, during use. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse ) evaluated the unit and ran unit on patient simulator and unit now triggers on ECG and pressure. Unit passed all functional and safety tests per factory specification.

Event description:
N/a.